Event description:
In 2007, it was reported to boston scientific corporation that a securi-t enteral feeding device was placed in the month before. According to the complainant, one month after the placement "black speckles were found around the feeding port". "The inner wall of the port was cleaned with [a] brush, but there were still speckles". Since the device was placed at a different hospital, it was unk to the complainant if the speckles were on the device prior to placement in the patient. Reportedly, the device was removed and replaced with a competitor's device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. Reviews of the device history records and the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.